Manufacturer narrative:
Reported event was confirmed with a photograph provided. Visual inspection identified that the strike plate had completely fractured off the handle's body. Strike marks were present on the handle's shaft. Wear and tear indicating consistent use was observed. Bio-debris was present on the distal end of the instrument. No further evaluation could be performed with the image provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03199. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the broach handle fractured. Attempts have been made and additional information on the reported event is unavailable at this time.